Event description:
It was reported that calculi were found during the examination which was conducted one month after the placement of ureteral stent in the patient. It was stated that the stent was removed using ureteroscopic holmium laser lithotripsy and a new stent was used in the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. No physical sample was returned, however, a photo sample was provided. An evaluation of the photo sample was attempted, however, due to the poor quality of the photo, the evaluation could not be completed. A potential root cause for this event is, "material selection". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that calculi were found during the examination conducted one month after placement of the ureteral stent in the patient. It was stated that the stent was removed using ureteroscopic holmium laser lithotripsy and a new stent was used in the patient.

Manufacturer narrative:
The reported event is confirmed supplier related. A photo sample was provided. An evaluation of the photo sample was attempted. However, due to the poor quality of the photo, the evaluation could not be completed. The physical sample (used ureteral stent) was returned and evaluated. Encrustation could be seen on the returned sample. The returned sample passed all functional testing. The device was used for treatment purposes. A potential root cause for this event is, "material selection". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is confirmed design-related, a label/pack review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that calculi were found during the examination conducted one month after placement of the ureteral stent in the patient. It was stated that the stent was removed using ureteroscopic holmium laser lithotripsy and a new stent was used in the patient.